Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient's demographics requested, but was not provided.

Event description:
It was reported that there was an issue with properly locking of the primary and the secondary tubing causing patient not to receive a medication. Additional information requested, but was not provided.